Event description:
Reportable based on device analysis completed on 29nov2018. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed shaft detachment. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 63.6cm from the hub. Microscopic examination revealed no additional damages. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. The separation appears to have been kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.